Event description:
It was reported that a malfunction occurred on the pump following an x-ray. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support if any malfunction code reappears.